Event description:
Customer reported blood splattering back after disconnecting the luer syringe from the maxplus positive pressure connector. Customer states their practice is to flush the cap with saline prior to drawing the waste blood sample followed the lab blood sample. Customer described the valve as "building up pressure and when the syringe is removed, the blood splatters back". There was no patient harm reported and no medical intervention required.

Manufacturer narrative:
(B)(4). The customer's report of blood splatters when disconnecting from the maxplus valve could not be confirmed because the product was not returned for failure investigation. The cause of this failure could not be determined.